Event description:
It was reported that pump repeatedly declared cartridge change errors. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump pneumatic area as instructed, cleaned area, and confirmed proper loading steps without resolving issue, then agreed to continue using current pump with backup method if needed while tandem technical support arranged shipment of replacement pump.